Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the received adc device was missing the power plug. The customer experienced a loss of consciousness and hit their head on the flood. The customer further reported that they were able to self-treat with alprazolam 1.0 mg and belsomra 20 mg and no third-party medical treatment was required. There was no report of death or permanent injury associated with this event.